Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw35 instrument locked out and would not open. Another instrument was used to complete the case.